Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.

Manufacturer narrative:
A replacement pump and power supply was sent to the customer. During the product evaluation on 10/20/2017, a breach in the power supply housing was identified. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category cc00296. A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged, via email, to medela llc that the suction on her pump in style advanced breast pump was low.